Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to determine if any product condition could have contributed to the reported event. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the needle never deployed the cannula into the skin. The pink slide did not move forward and the cannula was not visible when the pod was removed. The duration of pod use and the impact on the patient's glucose level were not reported. No further information was provided